Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04543.

Manufacturer narrative:
Device information is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04543. It was reported the patient is not receiving effective therapy due to high impedances. In turn surgical intervention took place on (B)(6) 2019 wherein the patient¿s leads were explanted and replaced. Therapy was restored postop.